Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had a battery malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump did not last one hour on battery mode. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Before arrival, the fse advised the customer to charge the battery overnight and retest, but the same outcome occurred the next day. Then, upon arrival, the fse replaced the batteries and advised the customer to charge the batteries overnight which solved the issue. The fse then performed a system checkout and the unit was then released to customer for clinical use.